Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high impedance and high thresholds. When the lead tested normal, the physician believed it might be a problem with the setscrew. Therefore, the pulse generator was replaced.